Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during un-packaging of an otw omnilink elite 35 9.0mm x 59mm x 135 cm peripheral stent system, the external packaging was opened and during preparation it was noted that the stent compliance sheet inside of the sterile packaging was written advising for a 5 mm stent and not for a 9 mm stent. The physician decided not to use this specific device because the stent compliance sheet had contrary information on it. The device was not used and there was no patient involvement. A new omnilink elite 9.0mm x 59mm peripheral stent system was used for the procedure without any issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the otw omnilink elite was returned and the reported incorrect compliance chart was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for device marking issues. Based on the information reviewed, there is no indication of a product deficiency.